Manufacturer narrative:
(B)(4). Follow-up information received: according to the reporter, diagnosis of familial polyposis, without comorbidities, total colectomy vlp with ileum rectal anastomosis. Drain aspect of the amendment 3 days post-op without abdominal pain or fever. Pcr 41, leucocytes 13 mil, CT (computed tomography) of the abdomen and pelvis.. Abdominal pain and peritonitis in 4 days post-op. Drain with enteric content. Reoperation laparoscopically. Washing the abdominal cavity and ileostomy. No bowel sizers were used in the proximal bowel. Staples were seen in a procedure video. The patient had several reoperations one being a colonoscopy. There was infection seen on 2nd reoperation which may have occurred approximately 7 days after original operation. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6). User facility is listed in initial reporter. (B)(4).

Event description:
According to the reporter, there was a dehiscence in the staple line. In the second post-op, fecal peritonitis was discovered resulting in a reoperation to create an ileostomy. The patient also experienced a fistula with sepsis, prolonging the hospitalization in 10 days and antibiotic therapy. The patient's current status is reported as alive.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) and medical affairs led an evaluation of a video the device. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned video. It appears to the medical director that the anastomosis was made correctly without evidence of a leak. The staple line was not able to be viewed. Visual testing of the returned video confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and reassessed at that time.